Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer cover of two bd micro-fine plus¿ pen needles were loose. Customer¿s verbatim: "the outer cover was loose."

Event description:
It was reported that the outer cover of two bd micro-fine plus¿ pen needles were loose. ¿the outer cover was loose. ¿

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.